Manufacturer narrative:
The device was in use for treatment. One needle and one syringe from a 9f safesheath introducer kit was returned from the customer. No other accessories were received. Analysis of the returned device reveals one needle from a 9f safesheath ii introducer kit with a hole. The returned needle was inspected under a 10x microscope and a hole was found in the plastic hub of the needle. The hole was measured on a vertex multisensor measurement system. The hole at its widest point is 0.00790'' (0.2005 mm) and the length of the hole is 0.01606" (0.4080 mm). The reason for return was confirmed. The needle in question is supplied by a vendor. During oscor incoming inspection, a visual inspection of the hub of the needle is done at 18 inches with unaided eye. The hub is inspected for any damage and for foreign material. Inspection is not done on all units, sample size is per aql. A review of the device history record (DHR) for this lot identified one unit rejected for no guidewire and two units rejected for foreign material. A review of complaints found one other complaint against this lot for difficulty advancing the sheath. There was no injury related to this report. The instructions for use (IFU) provides information to the user: insert needle into vessel. The needle position should be verified by observing venous blood return. Aspirate the puncture needle using the 10cc syringe. Remove the syringe and insert soft tip of guide wire through the introducer needle into the vessel. Advance guide wire guide to required depth. Leave an appropriate amount of guide wire exposed. In addition, the following precaution is provided: aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. This report is in response to an FDA audit observation received march 17, 2016. During review of a prior MDR event (1035166-2013-00046) for this failure mode, a hole in the hub of the needle caused the physician to continuously poke the vein. Due to potential damage to the vein, a venogram was performed which extended the surgical time by 30 minutes. Based on this prior event of injury, this failure (hole in the hub of the needle) per regulation is reportable.

Event description:
The distributor reported that the customer indicates there is possibly a little hole in the plastic element of the needle. Air suction was experienced during use of the safesheath ii introducer. No adverse patient effects were reported.